Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm vessel sealer extend (vse) instrument for failure analysis investigation. The instrument was analyzed and was found to have a dislodged blade. Visual inspection showed that the blade was extended 0.083" from the garage. The blade exposed outside of the blade garage. There was no bio debris found at the instrument tip. Component adjacent to this dislodged blade do not show damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm vessel sealer extend instrument would not open or close. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: when the tissue was being roasted, the jaws would not open, and it appeared some tissue was stuck inside the jaws. It was not possible to open the jaw via console operation when the jaws were stuck on tissue. The grip release slider was not used successfully to release the mechanism. After the tissue was completely burned, the jaws could no longer be opened, and this incident occurred while the jaws was separated from the tissue. No adverse effect to the grasped tissue. No unexpected bleeding. After removing the vse, it was replaced with bipolar forceps. The instrument was noted to be working during the procedure. Unknown how long it was used for during the procedure.